Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that three minutes into treatment, the pt experienced diaphoresis, pruritus, dyspnea, and general malaise. The pt was administered benadryl 1 ml and hydrocortisone 100 mg IV. Treatment was completed on the same dialyzer without further incident. It was reported that for subsequent treatments, saline prime was increased to 1500cc of normal saline with no further symptoms reported.